Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia procedure, the valve seal of the two balloons were damaged and disengaged. There was a rapid loss of abdominal pressure due to the device issue. A new one was used to complete the case. There was no patient injury.